Manufacturer narrative:
The cardio pulmonary resuscitation is not working due to dust buildup by the cardio pulmonary resuscitation switch causing the switch not to open or close properly. Account cleaned the dust out of the tray area and the cardio pulmonary resuscitation switch to resolve the issue.

Event description:
Account alleged that the cardio pulmonary resuscitation is not working. No alleged injuries by the account.